Event description:
A multifire stapler was being used for a laparoscopic hernia repair. As the stapler was being fired for the fourth time, the refill staple broke off from the stapler after it had fired and was being removed from the pt. The staple was retrieved and there was no injury to the pt.